Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. Moisture damage was noted on the lcd board during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was thrown in the pool while wearing the insulin pump. Blood glucose value was 246 mg/dl. He stated the insulin pump had no cracks but he could see condensation inside the screen. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.